Event description:
It was reported that the device was leaking fluid during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.